Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that her device was broken. Customer also had sensor issues. Customer's blood glucose was 400 mg/dl due to being off the device overnight. Customer had already returned the broken device previously.